Event description:
It was reported that the transfer set became completely disconnected from the titanium adapter. The registered nurse (rn) stated that the transfer set had unscrewed and fallen off of the titanium adapter. The rn explained that the transfer set is typically tightened when it is changed out. There was no patient injury or medical intervention indicated at the time of the report. Additional information was requested and is not available. Report 2 of 2 for this patient.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).